Event description:
The customer stated that the architect cyclosporin controls are shifting high on all levels. The customer then mentioned that they received a product information letter and they were following it except for one action regarding recalibrating the cyclosporin assay after replacing the mixed rv lots. The customer reran previously processed five patient samples and noticed some discrepancies. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The cause of the architect cyclosporine imprecision is due to an interaction between the architect cyclosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv lots lower than 06083p100 can be used together.

Manufacturer narrative:
The correction/removal reporting number was omitted from the original submission.